Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. The pt had been residing in a skilled nursing facility for rehabilitation prior to death. In the skilled nursing facility pd therapy was on-going. It was reported that the pt went back and forth between using their hc cycler and manual supplies based on preference. The pt was not connected to the cycler at the time of death and was on leave away from the nursing facility at the time of the event. An autopsy was not performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the event history log did not verify the reported event and revealed there were no keystrokes, malfunction, programming, use related, or iipv events that could have caused or contributed to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. A sample analysis was not able to performed on the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.